Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and fallopian tube perforation ('fallopian tube perforation') in a 47-year-old female patient who had essure (batch no. 654830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, depression, asthma, thyroid disorder nos, amenorrhea and heartbeats irregular. Previously administered products included for an unreported indication: oral contraceptive. Concomitant products included celecoxib (celexa) since 2014 and fluticasone propionate;salmeterol xinafoate (advair) from 1996 to 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). In 2014, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract problem"). In (B)(6) 2016, the patient experienced temperature regulation disorder ("inability to regulate body temperature"), abdominal distension ("bloating"), gastrointestinal disorder ("gastrointestinal disorder") and diarrhoea ("diarrhea"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), cervicitis ("cervicitis") and adenomyosis ("adenomyosis"), 9 years after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("right abdominal pain"), eczema ("eczema"), psoriasis ("plaque psoriasis") and dysmenorrhoea ("dysmenorrhea(cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, temperature regulation disorder, eczema, psoriasis, bladder disorder, urinary tract disorder, cervicitis, adenomyosis, weight increased, dysmenorrhoea, fatigue, abdominal distension, gastrointestinal disorder and diarrhoea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, bladder disorder, cervicitis, device dislocation, diarrhoea, dysmenorrhoea, eczema, fallopian tube perforation, fatigue, gastrointestinal disorder, pelvic pain, psoriasis, temperature regulation disorder, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain and pelvic pain. Lot number: 654830 manufacture date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and fallopian tube perforation ('fallopian tube perforation/fallopian tube perforation') in a 47-year-old female patient who had essure (batch no. 654830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, depression, asthma, thyroid disorder nos, amenorrhea and heartbeats irregular. Previously administered products included for an unreported indication: oral contraceptive. Concomitant products included celecoxib (celexa) since 2014 and fluticasone propionate; salmeterol xinafoate (advair) from 1996 to 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain/weight gain") and experienced fatigue ("fatigue/fatigue"). In 2014, the patient experienced bladder disorder ("bladder problem/bladder problems") and urinary tract disorder ("urinary tract problem"). In (B)(6) 2016, the patient experienced temperature regulation disorder ("inability to regulate body temperature/hormonal changes"), abdominal distension ("bloating/gi conditions"), gastrointestinal disorder ("gastrointestinal disorder") and diarrhoea ("diarrhea"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), cervicitis ("cervicitis") and adenomyosis ("adenomyosis"), 9 years after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("right abdominal pain"), eczema ("eczema"), psoriasis ("plaque psoriasis"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition") and device expulsion ("device expulsion"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, temperature regulation disorder, eczema, psoriasis, bladder disorder, urinary tract disorder, cervicitis, adenomyosis, weight increased, fatigue, abdominal distension, gastrointestinal disorder, diarrhoea, menorrhagia, dermatitis allergic and device expulsion outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, bladder disorder, cervicitis, dermatitis allergic, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, eczema, fallopian tube perforation, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain, psoriasis, temperature regulation disorder, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram in (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain and pelvic pain. Lot number: 654830 manufacture date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events menorrhagia, allergy: rash/skin condition and device expulsion were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and fallopian tube perforation ('fallopian tube perforation/fallopian tube perforation') in a 47-year-old female patient who had essure (batch no. 654830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, depression, asthma, thyroid disorder nos, amenorrhea and heartbeats irregular. Previously administered products included for an unreported indication: oral contraceptive. Concomitant products included celecoxib (celexa) since 2014 and fluticasone propionate;salmeterol xinafoate (advair) from 1996 to 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain/weight gain") and experienced fatigue ("fatigue/fatigue"). In 2014, the patient experienced bladder disorder ("bladder problem/bladder problems") and urinary tract disorder ("urinary tract problem"). In (B)(6) 2016, the patient experienced temperature regulation disorder ("inability to regulate body temperature/hormonal changes"), abdominal distension ("bloating/gi conditions"), gastrooesophageal reflux disease ("gerd") and diarrhoea ("diarrhea"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), cervicitis ("cervicitis") and adenomyosis ("adenomyosis"), 9 years after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("right abdominal pain"), eczema ("eczema"), psoriasis ("plaque psoriasis"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition") and device expulsion ("device expulsion"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, temperature regulation disorder, eczema, psoriasis, bladder disorder, urinary tract disorder, cervicitis, adenomyosis, weight increased, fatigue, abdominal distension, gastrooesophageal reflux disease, diarrhoea, menorrhagia, dermatitis allergic and device expulsion outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, bladder disorder, cervicitis, dermatitis allergic, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, eczema, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, menorrhagia, pelvic pain, psoriasis, temperature regulation disorder, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain and pelvic pain. Lot number: 654830, manufacture date: 2009-07, expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality-safety evaluation of ptc. (Product technical complaint). On 6-mar-2020: social media received. Reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and fallopian tube perforation ('fallopian tube perforation/fallopian tube perforation') in a 47-year-old female patient who had essure (batch no. 654830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, depression, asthma, thyroid disorder nos, amenorrhea and heartbeats irregular. Previously administered products included for an unreported indication: oral contraceptive. Concomitant products included celecoxib (celexa) since 2014 and fluticasone propionate;salmeterol xinafoate (advair) from 1996 to 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain/weight gain") and experienced fatigue ("fatigue/fatigue"). In 2014, the patient experienced bladder disorder ("bladder problem/bladder problems") and urinary tract disorder ("urinary tract problem"). In (B)(6) 2016, the patient experienced temperature regulation disorder ("inability to regulate body temperature/hormonal changes"), abdominal distension ("bloating/gi conditions"), gastrooesophageal reflux disease ("gerd") and diarrhoea ("diarrhea"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), cervicitis ("cervicitis") and adenomyosis ("adenomyosis"), 9 years after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("right abdominal pain"), eczema ("eczema"), psoriasis ("plaque psoriasis"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition") and device expulsion ("device expulsion"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, temperature regulation disorder, eczema, psoriasis, bladder disorder, urinary tract disorder, cervicitis, adenomyosis, weight increased, fatigue, abdominal distension, gastrooesophageal reflux disease, diarrhoea, menorrhagia, dermatitis allergic and device expulsion outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, bladder disorder, cervicitis, dermatitis allergic, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, eczema, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, menorrhagia, pelvic pain, psoriasis, temperature regulation disorder, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain and pelvic pain. Lot number: 654830 manufacture date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs received- pt of the event gastrointestinal disorder was updated in to gastroesophageal reflux disease. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and fallopian tube perforation ('fallopian tube perforation') in a (B)(6)-year-old female patient who had essure (batch no. 654830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, depression, asthma, thyroid disorder nos, amenorrhea and heartbeats irregular. Previously administered products included for an unreported indication: oral contraceptive. Concomitant products included celecoxib (celexa) since 2014 and fluticasone propionate;salmeterol xinafoate (advair) from 1996 to 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). In 2014, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract problem"). In (B)(6) 2016, the patient experienced temperature regulation disorder ("inability to regulate body temperature"), abdominal distension ("bloating"), gastrointestinal disorder ("gastrointestinal disorder") and diarrhoea ("diarrhea"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), cervicitis ("cervicitis") and adenomyosis ("adenomyosis"), 9 years after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("right abdominal pain"), eczema ("eczema"), psoriasis ("plaque psoriasis") and dysmenorrhoea ("dysmenorrhea(cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, temperature regulation disorder, eczema, psoriasis, bladder disorder, urinary tract disorder, cervicitis, adenomyosis, weight increased, dysmenorrhoea, fatigue, abdominal distension, gastrointestinal disorder and diarrhoea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, bladder disorder, cervicitis, device dislocation, diarrhoea, dysmenorrhoea, eczema, fallopian tube perforation, fatigue, gastrointestinal disorder, pelvic pain, psoriasis, temperature regulation disorder, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain and pelvic pain. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and mr received - event injury to herself, removed and new events device migration, fallopian tube perforation, inability to regulate body temperature, eczema, plaque psoriasis, bladder problem, urinary tract problem, cervicitis, adenomyosis, weight gain, dysmenorrhea(cramping), fatigue, bloating, gastrointestinal disorder, diarrhea, pelvic pain and right abdominal pain were added. Reporter and patient demography added. Medical history, lot number, lab data and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.